Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has currently stopped pd therapy. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. Pd therapy was ongoing. The patient was treated with cephalosporin (intraperitoneal) for the event.